Event description:
The clinician reported that 1 year after the dental implant was placed in ada site 4 in the patient's mouth, the implant did not achieve osseointegration. The clinician reported the patient's peri-implantitis, pain and bleeding. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.